Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia), as well as alerts for high undefined pacing impedance. Oversensing, noise, and elevated sensing integrity counter (sic) were also observed. Inappropriate shocks were delivered. Fracture was suspected. The lead was reprogrammed, and later capped and replaced. No further patient complications have been reported as a result of this event.